Event description:
It was reported that, "pt is a male who underwent l tha revision surgery at nebh 2degree osteolysis of the proximal femur and a fracture at the lesser trochanter. Pt was revised.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be reported on supplemental report.